Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
MFR narrative for follow-up # 1 should read: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) to report that the patient¿s onetouch ping meter displayed an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the problem with the meter began on (B)(6) 2017, when the patient attempted to test his blood glucose level and obtained the error message. The patient manages his diabetes with insulin pump therapy. The reporter indicated that after obtaining the error message, the patient had taken exercise, as he has done for the past 5+ years. The reporter stated on (B)(6) 2017, the patient developed symptoms of ¿headache and frequent urination¿. The reporter denied that the patient had received any treatment for his symptoms above and beyond his normal diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The cca confirmed that the patient had used the correct test strips and had followed the correct testing steps. The test strips completely drew in the sample of blood. The cca walked the reporter through a retest; the issue was not resolved during the call. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Headache and frequent urination, after the alleged product issue began.